Manufacturer narrative:
The following fields have been updated with corrections: h.6. Method codes: 11, 3331; results codes: 3221; conclusion codes: 4315. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2007092, no deviations or non-conformances related to this issue were identified during the manufacturing process. Ten retained samples of the same lot were used for evaluation, no damage or molding defect observed. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot. All retained samples were evaluated and found to be within required specifications. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see h.10.

Event description:
It was reported that syringe 50ml ll had difficult plunger movement. The following information was provided by the initial reporter: "circumstances of occurrence: patient: est, male, 57 years old and 93kg. Patient sedated with propofol with the pump, pressure on the syringe increases several times, pump pressure increase alarm is activated normally the pressure increase alarm was triggered and the maximum pressure threshold was reached (about 250 mmhg). The doctor intervened and bolused the syringe pump, which relieved the pressure, but then the pressure increased again. The syringe was eventually changed, there was no problem with the new syringe. The biomedical service did not find any anomaly on the pump observed clinical consequences: no clinical consequences. Precautionary measures and actions taken : pressure decreases after a small bolus made by a doctor and then increases; change of syringe. Test of the first syringe after disconnection: we find hard points: the plunger slides badly when pushing manually. This could have had more serious consequences with a product such as amines. Medical device not preserved."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll had difficult plunger movement. The following information was provided by the initial reporter: "circumstances of occurrence : patient: est, male, (B)(6) years old and (B)(6) kg patient sedated with propofol with the pump, pressure on the syringe increases several times, pump pressure increase alarm is activated normally the pressure increase alarm was triggered and the maximum pressure threshold was reached (about 250 mmhg). The doctor intervened and bolused the syringe pump, which relieved the pressure, but then the pressure increased again. The syringe was eventually changed, there was no problem with the new syringe. The biomedical service did not find any anomaly on the pump observed clinical consequences : no clinical consequences precautionary measures and actions taken : pressure decreases after a small bolus made by a doctor and then increases, change of syringe. Test of the first syringe after disconnection: we find hard points: the plunger slides badly when pushing manually. This could have had more serious consequences with a product such as amines. Medical device not preserved"